Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Patient code: 2645 - no patient involvement, device code: 2423 - obstruction of flow, results: 3233 - results pending completion of investigation, conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pigtail on the blood outlet port of the oxygenator was occluded. As per the sales associate, the perfusionist found that the pigtail (small diameter tubing) on the blood outlet port of the fx25 oxy was occluded. It was found during priming so patient involvement because oxy was switched along with the tubing pack. After removing from the circuit a small syringe was used to try and overcome the occlusion without success. It appears that the occlusion might be from the glue used to attached the tubing to the port. *no patient involvement. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 9, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 testing of actual/suspected device. Method code #2: 11 testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 analysis of production records. Results code: 3259 improper physical structure. Conclusions code: 4307 cause traced to component failure. The affected sample was inspected upon receipt with white matter found within the pigtail line due to excessive bonding agent. Once the bonding agent was cleared, the pigtail flowed appropriately. A representative retention sample was reviewed with no physical obstructions in the sampling line. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.